Manufacturer narrative:
"This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0955-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ""defects"" or has ""malfunctioned"". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act."

Manufacturer narrative:
Customer returned insulin pump for an alleged cosmetic damage located at the battery compartment, a frozen display and a blank display found on (B)(6) 2021. Device received with a cracked battery tube threads and a cracked case-corner of belt clip rails near the battery tube compartment. Device was also received with a blank display. Unable to verify frozen display and perform the self test, active current measurement, sleep current measurement and displacement test due to blank display. During visual inspection, the cracked case-corner of belt clip rails near the battery compartment shifted the battery tube out of position not allowing proper contact between the battery cap contact and battery tube. Device was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electrical board 1, electrical board 2, force sensor, motor and vibrator assembly noted. Unable to generate power management graph due to blank display. Unable to download history files and traces using thus due to blank display. The battery tube assembly was pushed back into the right position and the insulin pump was able to power up and continued testing and download. The insulin pump passed the sleep current measurement, active current measurement and self test. The insulin pump was monitored for several hours and no blank display noted. Successfully downloaded history files and traces using thus. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specific range. No alarms or alerts noted during the testing. However, insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2021 11:12:27.000, (B)(6) 2021 06:42:40.000, (B)(6) 2021 06:27:46.000, (B)(6) 2021 06:33:40.000, (B)(6) 2021 06:34:02.000, low battery alert was recorded and found in the formatted history file on: (B)(6) 2021 11:04:00.000, (B)(6) 2021 11:10:17.000, (B)(6) 2021 06:37:00.000, (B)(6) 2021 06:37:22.000. Power loss alarm was recorded and found in the formatted history file on: (B)(6) 2021 06:33:05.000, (B)(6) 2021 06:33:15.000, (B)(6) 2021 06:33:21.000, (B)(6) 2021 06:34:35.000, (B)(6) 2021 06:34:45.000, (B)(6) 2021 06:40:39.000, failed battery/battery failed alarm was recorded and found in the formatted history file on:(B)(6) 2021 06:33:52.000, (B)(6) 2021 06:33:54.000. Upon checking on the detail trace file, low battery alert/power loss alarm were expected since the battery has low power. Unable to lock a test p-cap into the reservoir compartment due to a missing retainer, a missing reservoir tube o-ring and a broken reservoir tube lip. The following were also noted during visual inspection: a cracked keypad overlay, a stained keypad overlay, a pillowing keypad overlay, a scratched case and a serial number label fading. Cosmetic damage was confirmed located at the battery compartment. A missing retainer, a missing reservoir tube o-ring and a broken reservoir tube lip was confirmed. Unable to verify frozen display due to blank display. Blank display was confirmed due to shifted battery tube assembly. Unable to download history files and traces confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated that the display was not blank less than 30 seconds. Customer stated that the contacts on the battery cap were not missing or damaged. Customer stated that the battery compartment was neither damaged nor corroded also the spring was neither damaged nor corroded. Customer stated that frozen display recurred. The display did not return after insulin pump restart. No harm requiring medical intervention was reported. The device will be returned for analysis.